Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device was not discharged. Related patient involvement information is currently unknown, and request has been sent out for such information. For a conservative approach, we are assuming that there is patient involvement. Thus we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.